Event description:
Home pt contacted baxter technical services in 2005, to report needing to reprime the pt line. Technical services advised the home pt to disconnect and reprime. Home pt was not comfortable with that, so technical services advised home pt to start over with new supplies. No pt injury or medical intervention was indicated at the time of the initial report.